Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that the sensor reading was not working properly. The customer stated that the sensor read 88 mg/dl while his actual blood glucose was 430 mg/dl. The customer stated that it happened twice in the last 3 weeks and would like others replaced. The customer declined to troubleshoot for the sensor glucose versus blood glucose issues.